Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During the blood draw, blood leaked from the connection between the clear tubing and the yellow plastic part. Replacing the indwelling cannula required a second puncture, which caused the patient to become anxious and increased the risk of infection for the medical staff.